Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported events could not conclusively be determined. The controller event log file contained events on (B)(6) 2025 from 3:51:12 to 10:47:36, per the timestamps. The log file contained events associated with the reported controller exchange and low flow software upgrade. Three low flow fault flags were captured that were not sustained long enough to activate a low flow alarm. The log file also contained routine power source exchanges and pi events no other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the submitted log files revealed that the driveline disconnect was caused by the controller exchanges as part of the low flow software upgrade. The pump appeared to function as intended for the duration of the log file.

Event description:
It was reported that log files were submitted for a patient with recurrent low flow alarms. Log files captured a driveline disconnect at 9:34 am (B)(6) 2025. It appeared that the driveline was disconnected from the system controller for 2 minutes and 40 seconds. The site mentioned that a system controller exchange was performed to adjust the low flow threshold, although the site reported that the driveline was only disconnected for several seconds. In addition, the log file captured 98 pulsatility index (pi) events and 3 low flow flags on (B)(6) 2025. These events are considered routine. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.